Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient went to the local emergency room with complaint of increased upper extremity spasticity. Work up revealed impaction of stool. Kub(abdominal x-ray) result was positive. The patient was given dulcolax tablets and was discharged to home. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The concentration was not reported and the dose was at what the reporter thought was 365mcg/day as the reporter thought they lowered it the last time they went in. The indications for use were intractable spasticity and other spasticity. The patient had a baclofen pump implanted and per the reporter she has ¿a lot of spasticity in her arms right now¿. In the last few weeks the patient had also suspected the pump had moved. The patient¿s spouse had taken the patient to the physician and she saw another physician in the practice that was not her normal follow up physician who ¿thought that everything was ok¿. The patient¿s spouse called the patient¿s healthcare provider who implanted the pump but they were unavailable. The reporter wanted to know if he takes the patient to the ER (emergency room), could they coordinate to get someone from manufacturer there to read the pump. The reporter didn't know what to do for her and then stated he could call the hospital and possibly take her there stating the patient's doctor would probably be called. No further complications were reported.